Manufacturer narrative:
Customer returned insulin pump for an alleged exposure to moisture and stuck button alarm found on (B)(6) 2021. The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace/history files using thus. No unresponsive buttons or stuck button alarm noted during testing. A review of the history files reveals there are no stuck button alarms. Cut the insulin pump open for a visual inspection and found moisture damage on electrical board 1 and the motor. A test p cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Stuck button alarms is not confirmed. No stuck button alarm during testing or found in the history files. Moisture damage is confirmed. Moisture damage found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had moisture under the screen and stuck button alarm and buttons weren't pressed for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.